Manufacturer narrative:
D10 concomitant devices: (B)(6) 300-30-08 equinoxe preserve stem 8mm (b (6) 320-10-00 equinoxe reverse tray adapter plate tray +0 (B)(6) 320-42-03 equinoxe reverse 42mm humeral liner +2.5 (B)(6) 320-08-42 - glenosphere exp 42mm +4mm offset (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. [[Insert manufacturing review statement]] a definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's shoulder was revised. The components loose. Surgeon removed and revised to new implants. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided, but may be the result of the loosening as reported. Potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.